Event description:
The caller reported that the insulin gauge displayed an amount different from what was expected earlier in the day, estimating a fill of 110 units compared to the expected 260 units, with a discrepancy greater than 30 units. There was no adverse impact to the customer¿s blood glucose level. The customer resolved the issue by reloading the same cartridge, and customer technical support advised calling back to troubleshoot if the problem persisted.